Event description:
It was reported that the patient received the bipolar hip arthroplasty surgery using simplexp bone cement. During the surgery, the patient's blood pressure went down a little, while placing the cement into the femoral canal and the blood pressure dropped down during correction (about 10 minutes after starting to place the cement). Some medical interventions (administration of medicine etc.) Were given to the patient and the blood pressure was restored, then the patient was transferred to ICU unit however, she died approximately 6 hours after the surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared.